Event description:
Device 1 of 2.reference MFR report#1627487-2015-09078.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-09078.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR report#1627487-2015-09078. It was reported the study patient ((B)(6)) is without stimulation. Reportedly, a diagnostic check performed prior to surgical intervention to replace the ipg revealed high impedance measurements. Reportedly, the study patient((B)(6)) was sent for a full system x-ray. Surgical intervention may be undertaken as the next course of action to further address the issue. Note: the patient has 4 extensions from 2 different lot numbers. Concomitant medical products and therapy dates: lead model and implant date are currently unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-09078. Follow-up identified surgical intervention was undertaken during which time the extensions were revised. Stimulation was restored postoperatively. The issue is resolved.